Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 500 mg/dl with an unknown cause. Bg was treated by manual injections. Reportedly, the customer had been using a cartridge filled with novolog for 4 days. Cts educated customer regarding cartridge/insulin labeling. The customer was instructed to consult with the healthcare provider regarding bg level.